Event description:
Complainant alleged that during biomed testing, the device failed and would not charge or discharge via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an internal open wire on the mfc cable.